Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application closed during interrogation of a device. The application was restarted and the device was interrogated. It was also noted that the patient had not been added to the new patient list and was then added manually. The application remains in use. No patient complications have been reported as a result of this event.